Manufacturer narrative:
The referenced recurrent bacteremia infection was reported under medwatch MFR report# 29165962916596-2017-01153. (B)(4). Approximate age of device - 2 years, 3 months no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired due an intracerebral hemorrhage on (B)(6) 2017. The patient had been treated with IV and oral antibiotics to suppress recurrent (B)(6). As a result, the coumadin dose was increased over time in order to maintain a therapeutic inr. The patient was seen in the clinic on the monday before the stroke, and at that time vital signs were within normal limits and the patient was completely symptom free. The patient¿s inr when checked on the day of the clinic visit was > 15. The physician ordered that the coumadin be held, and to recheck the inr as soon as possible in order to determine if the supratherapeutic inr was an error. No additional inr results were reported. The patient¿s spouse called 911 on (B)(6) 2017, because the patient was experiencing dry heaving and had then become unresponsive. The patient was assessed in the emergency department and was found to have a fixed and dilated pupil. A CT scan confirmed a massive intracranial hemorrhage. It was reported that he lvad parameters were within normal ranges throughout event. The patient was intubated and treated with vasopressors to maintain blood pressure. After neurology deemed the patient not a surgical candidate, support was withdrawn and the patient expired.

Manufacturer narrative:
A correlation between the device and the reported intracerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.